Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call low blood glucose levels and cosmetic damage on the insulin pump. Customer¿s blood glucose level was 30 mg/dl on (B)(6) 2017 at 2:00 am. Customer¿s current blood glucose level was 93 mg/dl. Customer treated their low blood glucose with food and juice. Troubleshooting for cosmetic damage was performed. Customer advised the reservoir compartment was damaged and the reservoir would not stay in place. Customer advised the insulin pump was also exposed to a magnetic field. Customer underwent multiple x rays while wearing the insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with normal operating currents and passed the self-test, unexpected restart error test, prime test and excessive no delivery test. No motor error alarms. The motor was tested outside the device and passed. Unable to perform displacement test, basic occlusion and occlusion test due to reservoir tube lip damage. The test reservoir does not stay locked in place due to reservoir tube lip damage. Pump received with broken battery tube thread, broken reservoir tube lip, missing reservoir tube lip o-ring, cracked reservoir tube, cracked reservoir tube window, cracked case near display window corners and minor scratches on display window noted. Drive support cap was inspected and no anomaly was noted.